Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. A catheter labeled as terumo 4 .038 100, a delivery wire and a coil were returned for this complaint. The coil and delivery wire were returned loaded within the terumo catheter. The coil and delivery wire arms were not interlocked since the delivery wire was removed easily from the terumo catheter. The delivery wire was inspected and was found slightly kinked near its interlocking arm. The coil interlocking arm was found detached from the rest of the coil, in addition, it was not returned. The coil was returned stretched and kinked along its length. The coil was removed with friction from the terumo catheter due to the kinks observed. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. As per product dfu states: the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii selective diagnostic catheter without side flushing holes." (B)(4).

Event description:
Reportable based on device analysis completed on 16-oct-2018. It was reported that fiction and premature detachment occurred. The target lesion was located in ovarian vein. A 8mm/40cm interlock¿-35 was selected for use. During procedure, after catheterization of the vein was done via right femoral femur using a cobra ii 5fr catheter; was performed without intercurrences. However, friction was noted during the third release of the spring and after several attempts were done to progress and withdraw the device; it ended up undoing on its main axis with tearing of the fixation system. The spring was then removed from the patient's body. The procedure was completed with another of same device. No complications reported. However, device analysis revealed that the coil interlocking arm was found detached and not returned.